Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. This was manifested by cloudy effluent fluid, stomach pain, and chills. The patient was hospitalized for this event and treated with intra-peritoneal ceftazidin (once per day, ongoing) and oral ciprofloxacin (500mg, twice per day, ongoing). The cause of the peritonitis is unknown. At the time of the report, the patient's condition had improved. No additional information is available.

Manufacturer narrative:
(B)(4). The patient switched to continuous ambulatory peritoneal dialysis (capd) during the administration of antibiotics. At the time of the report, the patient had resumed apd therapy and was released from the hospital twelve days after being admitted.